Event description:
It was reported that a double-lumen solo catheter was placed in this patient on september 11 due to the need of tranplantation. After placement, the patient was transferred to the transplantation cabin for relevant treatment. Subsequently, the patient was transferred to the 2nd ward zone of transplantation clinic, where liquid was found dropping out from the connection of the bifurcation and tapered catheter during catheter maintenance. The use of the cahteter was immediately discontinued by the nurse. Catheter removal was carried out immediately after the notification to the head nurse. Since the patient had PICC catheters placed bilaterally, his future treatment can be met. This event has not exerted adverse impacts on the department and the patient so far.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and the catheter appears to have been damaged through use. A 5fr d/l powerpicc solo catheter was returned for evaluation. The catheter was observed to have 4 curved regions with the apex of the curves being located at the 4cm, 20cm, 39cm, and 48cm depth markers. When an attempt was made to flush the catheter with water from a 12 ml syringe, a spraying leak was noted in the purple lumen near the proximal end of the catheter. The leak in the catheter was located just distal of the molded suture hub. Microscopic observation of the leak location revealed two circumferentially aligned splits. The area between the two splits had white discoloration from stress. The split edges and break surface appeared to be rough, dull, and granular. The catheter was cut by the investigator proximal to the 0 cm depth marker in order to measure the catheter dimensions. The catheter od (outer diameter), wall thickness, septum thickness, and lumen heights met the device specifications. The characteristics of the damage are consistent with damage caused by repeated kinking of the catheter leading to material fatigue.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a double-lumen solo catheter was placed in this patient on september 11 due to the need of transplantation. After placement, the patient was transferred to the transplantation cabin for relevant treatment. Subsequently, the patient was transferred to the 2nd ward zone of transplantation clinic, where liquid was found dropping out from the connection of the bifurcation and tapered catheter during catheter maintenance. The use of the catheter was immediately discontinued by the nurse. Catheter removal was carried out immediately after the notification to the head nurse. Since the patient had PICC catheters placed bilaterally, his future treatment can be met. This event has not exerted adverse impacts on the department and the patient so far.